Manufacturer narrative:
(B)(4). Per the clinic, the patient underwent revision surgery under general anaesthesia on (B)(6) 2016, in order to place an internal magnet.

Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced recurrent infections at the abutment site. Subsequently, the patient was treated with a course of oral antibiotics on (B)(6) 2016, and again on (B)(6) 2016. The duration of each treatment is unknown.